Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2015. According to the report, the doctor found that the shunt was not performing well and thought that the catheter tip may be occluded. Reportedly, the patient underwent revision surgery on (B)(6) 2015, and the doctor found that there was no csf flowing through the catheter. The report stated that the device was explanted and replaced with another manufacturer¿s products. Reportedly, the patient¿s current status is normal.

Manufacturer narrative:
Approximately 85.7 cm of the catheter was returned. The returned catheter met the requirement for leak testing. However, the product did not meet specification for the patency testing due to a tight suture knot tied around one end of the catheter. When the suture knot was removed, the device was patent. There was proteinaceous debris in the interior and the exterior of the catheter. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded due to blood clots or brain fragments, tumor cell aggregates, bacterial colonization or other debris.¿ a review of the manufacturing records showed no anomalies. (B)(4).